Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels of 293 mg/dl while contacting tandem technical services. The customer was able to deliver a bolus on the pump to address bg level. The customer reported that the cause of the high bg level was due to eating earlier.